Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event was requested but not received.

Event description:
During a procedure, a temperature issue and subsequent cancellation occurred. When the catheter was in the patient, the temperature sensor showed a temperature that was higher than the actual temperature of the patient. This was validated by a secondary temperature measurement using a thermometer. When ablating, the temperature rose abruptly and ablation could not be continued. The catheter was repositioned multiple times, the catheter cable was replaced, all connections were checked, the rf indifferent patch electrodes were replaced, the ampere was rebooted and the catheter was replaced twice, with no resolution. The procedure was cancelled. The patient was stable before, during and after the procedure.

Manufacturer narrative:
One ampere¿ rf ablation generator was received for investigation. Visual inspection of the returned generator confirmed all input/output connector ports were free of physical damage. When power was applied to the generator, normal boot up sequence was observed and all touch pad controls functioned normally with no error messages displayed. All connector ports were tested for functionality, numerous catheter codes were manually applied, various impedance and temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen. When ablation testing was performed, no abnormal heating periods or temperature display issues were encountered. Based on the information provided to abbott and the investigation performed, root cause of the field reported and subsequent cancellation could not be conclusively determined as the returned generator functioned as anticipated throughout investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.